Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. Patient reported battery was replaced; no success. On preliminary evaluation it was found that the e8 cannot be confirmed because of a flat pressed button and the button does not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to external mechanical damage. As a result, the pump correctly triggered an unclearable e8 error message.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.